Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar arteries using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). It was reported that that the patient¿s anatomy was tortuous. During the procedure, while advancing the pod pc through the lantern, the physician experienced resistance and kinked the pod pc pusher assembly and the lantern near the distal end. Therefore, the physician decided to remove the lantern and the pod pc. Upon removal, the physician noticed that the pod pc had unintentionally detached within the lantern. Therefore, the lantern and the pod pc were not used for the remainder of the procedure. The procedure was completed using another lantern and another pod pc. There was no report of an adverse effect to the patient.